Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. This issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection, 3.6 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the image guide insertion section soft tube coating peeling. There were no reports of patient involvement.